Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on black screen and remote support service shown offline, which located on 6wst. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was stuck on a black screen. A field service engineer (fse) replaced drawer controller board in main 2.2. The system functioned as intended after field service engineer repaired the device.